Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer received information on how to reset the pump from technical support and successfully reset it without recurrence of the malfunction code, allowing continued use of the pump. Caller was advised to contact support if the issue recurs, and they acknowledged this instruction.